Manufacturer narrative:
(B)(4).

Event description:
International customer reported the ventilator alarmed and shut down while in use on a patient on ac power. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).